Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent a left transcarotid artery revascularization and suffered a dissection of the common carotid artery when the arterial sheath was advanced over the 0.035" guidewire. The dissection was repaired with the placement of a second stent via trans-femoral approach.